Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was an issue with an unknown amount of cases of hemolysis and erroneous potassium results.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. Although fibrin is a normal component of the clotting process, there are steps that can be taken to lessen its negative effects on sample quality in both serum and plasma. Handling errors and pre-analytical variables that lead to fibrin formation can be addressed to mitigate the effects and presence of fibrin. Centrifugation (in the case of serum) must be performed after complete clot formation. Appropriate centrifugation time and speed must be utilized according to instructions for use for an individual tube type. Also, proper mixing (number of complete and gentle inversions) for each tube type is essential for both serum and plasma samples. Storage conditions and temperature are also considerations. There are physiological circumstances that may lead to increased fibrin, including anticoagulant therapy or a clotting disorder may lead to incomplete clotting. We will continue to monitor for additional complaints and emerging trends. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic pas-010-pic (hemolysis) was appropriate. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic pas-009-pic (erroneous potassium) was appropriate. Although fibrin is a normal component of the clotting process, there are steps that can be taken to lessen its negative effects on sample quality in both serum and plasma. Handling errors and pre-analytical variables that lead to fibrin formation can be addressed to mitigate the effects and presence of fibrin. Centrifugation (in the case of serum) must be performed after complete clot formation. Appropriate centrifugation time and speed must be utilized according to instructions for use for an individual tube type. Also, proper mixing (number of complete and gentle inversions) for each tube type is essential for both serum and plasma samples. Storage conditions and temperature are also considerations. There are physiological circumstances that may lead to increased fibrin, including anticoagulant therapy or a clotting disorder may lead to incomplete clotting. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic pas-010-pic (hemolysis) was appropriate. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic pas-009-pic (erroneous potassium) was appropriate. Although fibrin is a normal component of the clotting process, there are steps that can be taken to lessen its negative effects on sample quality in both serum and plasma. Handling errors and pre-analytical variables that lead to fibrin formation can be addressed to mitigate the effects and presence of fibrin. Centrifugation (in the case of serum) must be performed after complete clot formation. Appropriate centrifugation time and speed must be utilized according to instructions for use for an individual tube type. Also, proper mixing (number of complete and gentle inversions) for each tube type is essential for both serum and plasma samples. Storage conditions and temperature are also considerations. There are physiological circumstances that may lead to increased fibrin, including anticoagulant therapy or a clotting disorder may lead to incomplete clotting. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer sst blood collection tubes there was an issue with an unknown amount of cases of hemolysis and erroneous potassium results.